Manufacturer narrative:
D6b: explant date: (B)(6) 2023. Additional suspect medical device component involved in the event: product family: scs-ipg-r. Upn: m365sc1110020. Model: sc-1110-02, serial: (B)(6). Batch: 15544479.

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information has been obtained despite good faith efforts.